Manufacturer narrative:
The technician found the lower pivot bolt was missing from the siderail latch. The technician replaced the bolt to repair the stretcher.

Event description:
Information received indicates the siderail is broken and will not latch.